Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was unconfirmed as the unit was tested with a temp cable and was able to function appropriately and no issues were noted. Temp cable tested with patient temperature simulator keys and properly read all 3 ranges at 33,37,39. It was unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. The reported issue was unconfirmed and not a manufacturing or supplier related failure therefore the DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the nurse stated that they were in the rewarming phase of therapy and the arctic sun device had alerted or alarmed twice with message that the patient temperature (pt) 1 was change not detected (116/117). Patient temperature (pt) was 4.1c for the last 2 hours. Targeted temperature (tt) was 36c, water temperature (wt) was 28.6c, water flow rate (wfr) was 3.1 l/m. 4 pads + 1 universal pad attached. Nurse noted that the device had not seemed to warm the patient either. Patient temperature (pt) 1 was 33.9c via esophageal probe and verified via secondary source, 34.1c via rectal probe, that was plugged into a bedside monitor. Nurse noted that temperature was not changing either. Verified connections and probe placement. Tried moving the temperature cable to make sure there was no short and patient temperature (pt) did not change. No heat generation. Trend shows 1 bar going up. System diagnostics were outlet monitor temperature (t1) was 28.7c, outlet control temperature (t2) was 28.7c, inlet temperature (t3) was 28.9c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 3.1 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 68 percentage, mixing pump command (mpc) was 0 percentage, heater was 100 percentage, water reservoir level (wrl) was 3, system hours was 9713.9, pump hours was 9258.6. Nurse was going to swap out to another arctic sun device and send to biomed for evaluation. Biomed had a device that was sent down for not heating, ran a functional check and the device did not get higher than 8.7 degrees, they drained 600 ml from the right drain port and that did not make a difference in the temperature, after 8 minutes the water temperature was still in the single digits, device was in for the 2000 hour pm last (B)(6) and would be coming in under the 1 year warranty that given with the 2000 hour pm service.

Event description:
It was reported that the nurse stated that they were in the rewarming phase of therapy and the arctic sun device had alerted or alarmed twice with message that the patient temperature (pt) 1 was change not detected (116/117) . Patient temperature (pt) was 4.1c for the last 2 hours. Targeted temperature (tt) was 36c, water temperature (wt) was 28.6c, water flow rate (wfr) was 3.1 l/m. 4 pads + 1 universal pad attached. Nurse noted that the device had not seemed to warm the patient either. Patient temperature (pt) 1 was 33.9c via esophageal probe and verified via secondary source, 34.1c via rectal probe, that was plugged into a bedside monitor. Nurse noted that temperature was not changing either. Verified connections and probe placement. Tried moving the temperature cable to make sure there was no short and patient temperature (pt) did not change. No heat generation. Trend shows 1 bar going up. System diagnostics were outlet monitor temperature (t1) was 28.7c, outlet control temperature (t2) was 28.7c, inlet temperature (t3) was 28.9c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 3.1 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 68 percentage, mixing pump command (mpc) was 0 percentage, heater was 100 percentage, water reservoir level (wrl) was 3, system hours was 9713.9, pump hours was 9258.6. Nurse was going to swap out to another arctic sun device and send to biomed for evaluation. Biomed had a device that was sent down for not heating, ran a functional check and the device did not get higher than 8.7 degrees, they drained 600 ml from the right drain port and that did not make a difference in the temperature, after 8 minutes the water temperature was still in the single digits, device was in for the 2000 hour pm last july and would be coming in under the 1 year warranty that given with the 2000 hour pm service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.